Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9315963. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing disconnected from the IV hub when removing the cap from the end of the lock. The following information was provided by the initial reporter: "IV inserted, when writer went to remove cap from end of lock, tubing disconnected from hub of IV cathlon."